Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the patient had difficulty obtaining and maintaining recharge coupling since being implanted. The patient had to lean back on the insr antenna and maintain a lot of pressure in order to get 6-8 bars. If they did not do that, they only got 1 bar. Stimulation intensity increased when the patient leaned back on the insr antenna head so the patient turned off the ins during the recharge process. It was noted that the patient was thin and the ins stuck out of their back. It was reported that the patient had discussed this with their health care professional (hcp) who told the patient that it was as good as it was going to get due to their thin nature. The insr belt did not work for them in order to maintain coupling. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.